Manufacturer narrative:
The customer reported event was unable to be confirmed. Evaluation of the autopulse platform (sn (B)(4)) found no functional issue. The platform was functionally tested, and operated using a large resuscitation test fixture performing continuous compressions without error. Review of the archive data found no session on the reported event date of (B)(6) 2017. As part of routine service during testing, the device was examined and found physical damage and the brake gap was out of normal range. These observations are unrelated to the reported event. After replacement of the damaged part, the brake gap was readjusted to specification; the platform was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The user observed a "device issue" on the autopulse platform during patient use. The platform performed compression for an unspecified amount of time and stopped with a "realign patient" prompt. Following this, the user realigned the patient on the platform and restarted the platform. The platform resumed compression; however, the issue recurred. Additionally, the user noted that the battery charge on the autopulse li-ion battery used at the time of the event was depleted. On the second recurrence of the issue, the user administered manual CPR on the patient. No known impact or patient consequence was reported. The customer is returning three autopulse platforms as they were unsure which among the three returning platforms was used at the time of the event. This references the evaluation on the autopulse platform (sn (B)(4)). Reference MFR 3010617000-2018-00030 for the evaluation result of autopulse platform (sn (B)(4)) under ccr 38396, and MFR 3010617000-2018-00034 for the evaluation result of autopulse platform (sn (B)(4)) under (B)(4).